Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [January 30th, 2020]. Suction channel: escherichia coli. [February 6th, 2020]. Suction channel: klepsiella pneumoniae. [February 13th, 2020]. Suction channel: unspecified microbes. The device had been reprocessed with an olympus automated endoscope reprocessor minietd2 (not available in the USA). Other detailed information such as the number of microbes was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to correct the date received by manufacturer" in the initial report submitted on (B)(6) 2020. Corrected information the date of date received by manufacturer" was "mar 31, 2020".